Event description:
A customer reported that the adc device detached prematurely. The customer subsequently experienced a loss of consciousness, and required treatment of "jubin" by a healthcare professional for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4: serial number has been modified to (B)(6) based on the returned product. Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch, and no issues were observed with the adhesive. Therefore, this issue is not confirmed. An extended investigation was also performed on the returned sensor and determined no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and indicated that the libre sensor kit passed all tests before release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer subsequently experienced a loss of consciousness, and required treatment of "jubin" by a healthcare professional for hypoglycemia. There was no report of death or permanent injury associated with this event.